Event description:
It was reported that one day post-implant, the lead dislodged. Repositioning was attempted but the helix would not redeploy, so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407652 lead implanted: (B)(6) 2015. (B)(4).